Event description:
It was reported that this implantable cardioverter defibrillator (crt-d) exhibited oversensing and suspected loss of capture on the left ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.